Event description:
During on-site service, the baxter service technician experienced an f-94 alarm (configuration option settings checksum is not 0) on a flogard infusion pump. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. A visual inspection, alarm log review and battery testing were performed. The f-49 alarm was confirmed. The alarm was caused by a discharged lithium battery. No repairs have been performed as the referenced device was swapped out and has been removed from service. If additional relevant information is obtained, then a follow-up MDR will be submitted.